Manufacturer narrative:
The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg turn on and off unexpectedly. As a result, surgical intervention was undertaken where in the ipg was explanted and replaced resolving the issue.